Event description:
It was reported that during a surgery, the implant cracked. Levels being treated were l4-l5. As the surgeon was impacting the implant with the ardis inserter, the gold knob loosened and backed off. The connection/alignment of the inserter to the implant was interrupted. The surgeon stopped impaction once this was noticed and the implant was checked under fluoro at which point no damage was noted. The surgeon then continued to impact the implant a couple of more times, at which time, the implant cracked. The surgeon checked the implant under fluoro and decided it would be fine to leave it in place and complete the case. There was no significant delay to the case and no impact to the pt. The final construct consisted of 4 screws/closure tops, 2 rods and the ardis implant.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. Mfg records review indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.